Event description:
It was reported that patient underwent primary hip surgery about 10 years ago. Revision procedure was performed on (B)(6), 2013 due to poly wear and liner fracture. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Implant date - about 10 years ago (exact date unknown) item has been requested to be returned. Upon receipt of item and product evaluation, a follow-up MDR will be sent to the FDA.